Event description:
Customer reported via phone call that they received a new insulin pump and it keeps alarming check setting. Customer stated that the alarm did not occur during the first rewind, it occurred after setting the time and date and before the rewind. Customer was explained that is normal behavior. Customer then reported that the insulin pump had alarmed no delivery but alarm is not present in the alarm history. Customer stated that a correction bolus was delivered and alarm did not recur. Customer declined troubleshooting. Blood glucose value was 201 mg/dl. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.